Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, could establish a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed to power on. Further investigation revealed the control board failed. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a failed control board. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the charge port did not connect with the power cord. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.